Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the entire length of the stent, with stent struts raised, pulled distally, bunched and overlapping. It was not possible to obtain the stent outer diameter. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several location along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion kink located 138.4cm distal to the distal strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08jul2019. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 2.5x12 emerge balloon catheter, a 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.